Manufacturer narrative:
Approximate age of device- 1 year and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppage occurred. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppage. Additional information was requested, but was not provided.

Event description:
On (B)(6) 2018, it was reported that the patient lost consciousness at home and was urgently transported to the hospital. The system controller log file showed pump stoppages while the system was connected to the power module. The pump was connected to battery support. The x-ray showed a suspected area of the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the returned device confirmed the report of the suspected percutaneous lead wire damage that would have contributed to the reported pump stoppages. Upon disassembly of the lvad, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead (lead) was returned cut approximately 1 inch from the nipple of the pump housing and the remainder of the lead was returned in one segment. Upon removal of the outer silicone sleeve, the metal braided shield appeared overall unremarkable except for an area of notable shield breakdown on the internal portion of the lead near the location of the terminus of the pump end bend relief, or at approximately 2-2.5 inches from the nipple of the pump housing. Electrical continuity testing of the returned portion of the lead extending from the pump housing revealed that all wires were electrically intact. Electrical continuity testing of the distal returned portion of the lead revealed no wire discontinuities; however, an electrical short between the green wire conductors and the metal braided shield could be induced when the perc lead was manipulated in the area of shield breakdown near the terminus of the pump end bend relief. Visual inspection of the underlying wires revealed a breach in the insulation of the green wire in the area of shield breakdown at approximately 2.5 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned lead segments revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file data. The heartmate ii left ventricular assist system (lvad) instruction for use (IFU) and patient handbook contain information on caring for the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.